Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a system fault error. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was not confirmed, however a degraded mainboard was verified. The probable cause of the reported issue was due to the mainboard. As a result, the downstream occlusion seal and mainboard were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. E1 - initial reporter phone with extension - (B)(6). Additional contact information: (B)(6).

Event description:
It was reported that the pump had an error code. There was no patient involvement, and unknown harm reported.